Event description:
During a laparoscopic cholecystectomy the er320 clips are not forming properly. The first clip formed fine then clips started falling out of the jaws into the abdomen. The clips were retrieved. Two instruments were used with the same results. The surgeon used a another co's clip applier to complete the case. There was no consequence to the pt.